Event description:
This is a (B)(6) female pt with severe aortic stenosis and insufficiency deemed inoperable who was taken to cardiac cath lab for transcatheter aortic valve implantation via direct aortic access. It is the physician's opinion that a nodule of calcium was present under the annulus and when the valve was deployed, it pushed the calcium nodule thru the wall of the ventricle and caused myocardial rupture.